Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Notification via spine field actions: patient reported the following: how would I be able to confirm that my hardware is not subject to recall? I had a hardware failure prior to a (B)(6) CT myelogram in which my screws did not hold and the plate came loose. The only information on my plate are the following numbers. (B)(4). (I do have the plate and 5 of the 6 screws in my possession.) As of yet, I have not notified (B)(6) in regards to this failure as I am still trying to figure out where the ball was dropped in failing to notify me in (B)(6) that there was a hardware issue following additional testing. Referring me for an epidural turned out to be a potential life saver. Only 2 of the 6 screws were holding, and per the (B)(6) radiology report following my CT myelogram, the screws were "incompletely imbedded and outset by 5 mm.". However, this information failed to be communicated or was deemed not worth telling me, as I was told to go to pt or have an epidural done to see if I was able to get relief. Because of this missed error, I do not exactly have the confidence that (B)(6) would provide the necessary followup in contacting me should they realize that a recall has been made. This surgery was performed at (B)(6) hospital by dr.(B)(6) on (B)(6) 2016 with one of your salesmen present the entire surgery. To my knowledge, I do have all of my records and would be able to supply your salesman's name and any other pertinent information as I am sure there is more documentation such as lot number, etc. That should have been in the records.